Manufacturer narrative:
The reported complaint was not confirmed. During laboratory analysis, the product surveillance technician (pst) connected the air bubble detector (abd) to lab use only (luo) testing equipment. The pst observed the abd to function as intended during the evaluation and no device defects or false alarms were noted. It was determined that the abd met specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
H3: 81 evaluation is progress, but not yet concluded.

Event description:
It was reported that the air bubble detector (abd) was not functioning properly. There were no reported adverse consequences to the patient. No other details regarding the nature of this event were provided.